Event description:
Customer reported low readings at 3 pm. Device = 24 mg/dl. Customer went to the hospital at 4 pm. Hospital device = 133 & 134 mg/dl. No treatment was received. Controls were not in range. A request was made for return product and replacement product was sent.